Manufacturer narrative:
Additional info: visually and optically confirmed the broken off instrument component is cracked and bent outward, consistent with bend stress overload. Sample legacy mas head used to functionally evaluate proper engagement and removal of component; no issues identified with engagement or removal of head from remaining mas head engagement features. The above observations are consistent with bend stress overload as the mechanism of failure.

Event description:
It was reported that the patient underwent a minimally invasive spinal surgical procedure at l2-s1. After successful break-off of set screws at l2, l3 and s1 the surgeon attempted to remove the extenders at s1. During removal the extenders broke. Needle-nose pliers were used to remove the broken tips. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.